Event description:
It was reported to philips that the system was unable to subtract images, and the images could not be displayed normally. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and identified that the customer did not notify philips of this incident. Consequently, no additional investigation or information is available. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint and identified that the customer did not notify philips of this incident. Consequently, no additional investigation or information is available. The codes were updated based on the investigation outcome.